Event description:
While the tech was preparing a chemotherapy IV, the tubing was leaking a significant amount from the luer lock port closest to the IV bag. Baxter clearlink system non-dehp continu-flo solution set. No patient harm.